Event description:
It was reported the patient experience possible infection. Surgical may occur later to address the issue.

Manufacturer narrative:
Date of event is estimated. During processing of this complaint, attempts were made to obtain patient weight, but it was not received.

Manufacturer narrative:
A possible infection was reported to abbott. It was conveyed that the possible infection originated at the ipg site. It was determined the patient¿s ipg site postoperatively had an issue with incision site healing, patient reports incision would not close/heal. A small hole that ipg was visible. The physician decided to remove her ipg due to her incision site not fully healing. Surgery took place around (B)(6) 2022, according to the patient. All went successfully. Only the ipg was removed. The device was not returned for evaluation. As a result, a device history record was performed to review and confirm the sterility of the ipg site. Based on the documents reviewed, the source of the infection is yet to be substantiated.

Event description:
Additional information received indicates that the patient's incision site was not fully healing. As a result, the patient underwent surgical intervention during which the ipg was explanted around (B)(6) 2022.

Manufacturer narrative:
Date of explant is unknown.

Event description:
Additional information received indicates the ipg incision was originally not healing properly, but the healing is now progressing. The physician will continue to treat and monitor the site. Surgery is not scheduled at this time.

Manufacturer narrative:
A possible infection was reported to abbott. It was conveyed that the possible infection originates at the ipg site. It was determined the patient¿s ipg site postoperatively had an issue with incision site healing, patient reports incision would not close/heal. A small hole that ipg was visible. No explanted products were returned for analysis. As a result, a device history record was performed to review and confirm the sterility of the ipg site. Based on the documents reviewed, the source of the infection is yet to be substantiated.